Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they experienced low blood glucose of 33mg/dl which was treated with food. Customer¿s blood glucose was 62mg/dl at time of incident and current blood glucose was 112mg/dl. Customer stated that sensor glucose was 53mg/dl. Customer advised to monitor and call back if issue recurs. Insulin pump will not be return for analysis.